Event description:
Revised for dislocation.

Manufacturer narrative:
Conclusion and justification status: as there were no products returned and no product codes received, no investigation could take place and a review of the complaints database and manufacturing records could not be conducted. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.